Manufacturer narrative:
The device history records for radiesse were not reviewed as the lot number was unknown.

Event description:
This complaint was forwarded by merz (B)(6). A patient was injected with 0.8cc of radiesse into the nasal dorsum at a clinic on (B)(6) 2013. The patient felt uncomfortable after "injected but clinic staff thought it could be sign". On (B)(6) 2013, the patient experienced vascular occlusion. The clinic transferred the patient to dr (B)(6) (ps) for treatment. Update on patient's treatment and recovery was requested and not received to date.